Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had sporadic loss of power on their controller. The patient was working in their shop and the machines were loud and they didn't hear the alarm going off and passed out. The controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event was not confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.